Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broken. Block h10: investigation result: one flexiva ID 200 laser fiber was returned broken into three pieces. The first piece measured approximately 76.8 cm from the top of the connector to the break. The second piece measured approximately 113.1 cm from break to break. The third piece measured approximately 118.6 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. The condition of the returned device confirms that the fiber is broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis pulse 120 with moses. According to the complainant, during the procedure, the laser fiber broke upon removing from the patient. Additionally, it occurred outside the patient. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis pulse 120 with moses. According to the complainant, during the procedure, the laser fiber broke upon removing from the patient. Additionally, it occurred outside the patient. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.